Event description:
It was reported to boston scientific corporation that following an anterior pelvic floor repair procedure using a pinnacle pfr kit, the pt experienced discomfort in the crease of her buttocks right along the bone above the coccyx. The pain is reportedly improving, but she has persistent retention and has been self-catheterizing since the procedure.

Manufacturer narrative:
The lot number is unk; therefore, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.